Event description:
It was reported, that the customer experienced an elevated blood glucose (bg) level of 550 mg/dl. Cause unknown. Customer administered a correction bolus via the pump, as well as a correction injection to address the bg. Customer declined further troubleshooting for the issue with tandem technical support. Therefore, no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.